Manufacturer narrative:
Updated data: b4, e1 (initial reporter and email), e2, e3, g2, g3, g6, h2, h11.

Event description:
It was reported that during a routine check, discovered by customer, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak. The fault did not cause damage/inconvenience to operators/ patients or delays in procedures. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak. The fault did not cause damage/inconvenience to operators/ patients or delays in procedures.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and helium leak detected from the helium cylinder fixing turret. Leak search performed, high pressure helium regulator replaced, tightness and function tests. Repair completed. Function tests performed with positive outcome.

Event description:
N/a.